Manufacturer narrative:
During the analysis, fraying of the insulation 17.5 cm distal of the is-1 connector pin and damage to the coating of the rope conductor to the ring electrode at just that site were detected. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The analysis did not provide any indications for a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristic of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the spatial relationships of the implanted system in the body, were not available for analysis. The supplied device data confirm the damage manifestation of the complaint. In addition, the analysis showed that the insulation of the lead body had been damaged approximately 27 cm distal of the connector pin by squashing. The squashing of the insulation leads to the assumption of excessive pressure load on the lead due to the "subclavian crush syndrome". The deformation of the vcs shock coil is with high probability a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 5 months, oversensing with inappropriate shock deliveries was reported. No deterioration of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.